Event description:
The user facility reported an impella cp device was used for mechanical circulatory support in a patient following an acute myocardial infarction/cardiogenic shock. During impella support, bleeding occurred at the impella femoral access site due to a loose suture on the repositioning sheath. The repositioning sheath slipped out three millimeters. The bleeding was stopped by re-suturing, and no further bleeding occurred. The day after the incident, the impella cp was removed without further problems.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was most likely due to use issue since suture loosened and was managed by re-sutured in upright position. Instructions for use: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12529: e4 should have been left blank.